Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose attributed to missed meal announcements while using the ilet bionic pancreas; the user and caregiver described variable eating patterns and self-treatment of lows, and the agent provided troubleshooting education and recommended follow-up with a trainer to adjust low treatments and eating strategies to improve time in range. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no injury, no hospitalization, and the user being in range at the time of the call. Investigation included review of device data and use logs and user interview. Investigation of this case revealed use-related factors consistent with missed meal announcements rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement behavior.